Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was to have an impella device inserted for mechanical circulatory support. Us complainant reported the patient was attempting to have the impella 5.5 inserted. However, the staff was unsuccessful, and the implant was aborted.